Event description:
Caller reported cgm error 42. Blood glucose level was within normal range, as there was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, after which the cgm error code did not reappear. Customer successfully started their sensor session with no further issues.